Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) 15 years after implant device due to cylinder leak. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information as available.